Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial # (B)(4) showed no anomalies. Analysis of lead model 3093-28 serial #(B)(4) showed the #3 conductor was broken (crushed) between the two most proximal tines, 4.6 cm from the distal end of the lead. There are suspected tool marks in the out insulation where the conductor was crushed. There was an open circuit seen with conductor #3 but the continuity was acceptable on the other circuits. No short circuits were seen. The outer insulation was cut/breached.

Event description:
It was reported that the patient had fallen on the implantable neurostimulator (ins) site, and despite multiple reprogramming sessions, was unable to receive effective stimulation following the fall. The patient was unable to feel stimulation at all throughout many of the programming sessions. Many lead impedance levels were greater than 4000 ohms. Impedance measurements taken (B)(4) 2013 showed greater than 4000 ohms on electrode pairs c<(>&<)>3, c<(>&<)>3, and 1<(>&<)>3. An x-ray was done and demonstrated that lead placement was satisfactory. The ins was programmed off and peripheral nerve evaluation was performed. The patient had a positive trial. The full system was removed and a new lead and ins were placed. There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 309328, lot # 0204175857, serial # n/a, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.